Event description:
It was reported that the patient faced an event where they mentioned infusion set tubing getting loose at qr which led to high blood glucose for which no treatment was taken on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.